Event description:
It was reported that the patient was not experiencing pain relief with increases doses. It was unknown when this began. The reporter thought that the healthcare provider (hcp) tried to do a dye study, but was unable to aspirate. The catheter had pulled out of the intrathecal space. A catheter revision was done and the catheter distal to the anchor was replaced. The patient was seen in recovery and was doing fine at that time. The device system was used to deliver morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).